Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for filter detachment, perforation of the ivc and pe post filter deployment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient allegedly experienced ivc filter detachment and perforation. Furthermore, it was alleged that the patient experienced dvt and pe. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Some years later, CT scan revealed that there was a pulmonary artery embolus in the left segmental and sub segmental branches supplying the left lower lobe. Four days followed by; patient presented with abdominal pain. CT scan demonstrated that one of the ivc filter legs was fractured and was lodged in an upper pole renal vein on the right and there was another fractured limb extending just superior to the main portion of the filter in extra luminal position. Following year, CT scan demonstrated a rounded filling defect of the left ventricle, highly suspicious for mass or eccentric mural thrombus. Therefore, the investigation is confirmed for filter limb detachment and filter limb perforation. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that sometime post filter deployment, the patient allegedly experienced ivc filter detachment and perforation. Furthermore, it was alleged that the patient experienced dvt and pe. There were no reported attempts made to retrieve the filter. The current status of the patient is unknown. New information: it was reported through the litigation process that sometime post filter deployment, the patient allegedly experienced ivc filter detachment and perforation. The device has not been removed and there were no reported attempts made to retrieve the filter. The struts were retained in superior portion of the renal vein and reportedly experienced back pain; however, the current status of the patient is unknown.